Event description:
The customer reported that the paramedics were called to their home to treat their low blood glucose. Troubleshooting was performed. The lead screw test did not pass. Instructed customer to discontinue the pump use and resume manual injections.